Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for creatinine (crea). It is not known if erroneous results were reported outside of the laboratory. The initial crea result was 5 (unit of measure not provided). The repeat result was 0.9 (unit of measure not provided). No adverse event occurred. The crea reagent lot number and expiration date were not provided. The field service representative (fsr) checked the gear pump pressure, the rinse station, the washing station and adjustments. The fsr identified a hole in the vacuum tube of a rinse nozzle. The vacuum tube was exchanged and the problem did not re-occur. The system is running within specification. The investigation determined that the root cause of the issue was the defective vacuum tubing identified by the fsr. This tubing is responsible for emptying the cuvette into the waste bottle. If this is not done, the cuvettes are not properly cleaned; there could be an overflow to nearby cuvettes eventually leading to a carryover effect causing discrepant results.